Manufacturer narrative:
The customer reported problem was confirmed.a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 no power. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: (B)(6). Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports no power on their 8015. Case resolution: customer replaced power cord with no change. Customer would like to send in for warranty repair. Requested repair department to contact customer during normal working hours. Ended call.